Event description:
In 2008, the lay user/patient contacted lifescan alleging that she had misinterpreted a blood glucose result by reading a one touch ultramini meter upside down. The patient indicated that last year (2007) on an unspecified date/time, she obtained a meter result that she interpreted incorrectly while riding a subway. The patient could not recall exactly what result was obtained but she mentioned that the reading was a number that could be read backwards. The patient performed a blood glucose test on the meter upside down. She stated that the result was something like "819 or 168 mg/dl." Based on the meter result, the patient took 8-10 units of sliding-scale humalog insulin. An unknown time later, the patient reportedly passed out in her hallway. She was taken to a hospital via an ambulance. In the hospital, the patient was told that her blood glucose level was down to "3 mg/dl." She was treated with IV glucose. The patient was released from the hospital after her blood glucose increased to "80 mg/dl." The patient stated that she had lost the meter while riding in a taxi. She was unable to provide a serial number for the reported meter. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on a reading that she misinterpreted incorrectly on a one touch ultramini meter. The patient allegedly read a meter result upside down.